Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following-due to deformation of circuit board unit, a noise image occurs and failing capturing image, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had no image and distorted image during reprocessing. There was no patient involvement.